Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeat (B)(6) architect (B)(6) ag/ab result on one patient. Results provided: 11.23 / 10.58 s/co; sample was (B)(6) by the roche method; p24 result = not detected. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, it was determined that the architect i2000sr analyzer is not a likely cause for this complaint. Based upon this new information, this complaint is no longer a reportable event.